Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial report address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized for peritonitis. It was not reported if the patient was hospitalized for peritonitis. The patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.